Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redn4206 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported when flushing PICC, 2 out of 3 lumens leaking and hole noted near the hub. PICC removed. No other information was provided.